Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a flashing red light on their remote monitor. The monitor had not been connected since 2016. Technical services advised calling patient services for assistance with connecting monitor. The patient advocate noted that the patient is in hospice and has not been followed by her doctor. The device remains in service. No known adverse patient effects at this time.